Event description:
While using a byte night aligners, patient reported that they have developed unbearable jaw pain. They went to their dentist who compared x-rays before and after byte which they now have developed severe tmj. They went to their orthodontist for a second opinion who confirms the severe tmj and advised the patient to stop aligner treatment immediately. Requested lor from dentist/orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.